Event description:
Possible deflation.

Event description:
Complete deflation of left saline breast implant; incomplete deflation or right implant. Bilateral breast implant exchange with mentor devices.